Event description:
Additional information received from the consumer reported it was unknown what led to stimulation being off, but the consumer stated that either the patient or caregiver must have accidentally hit the top left button. The issue was resolved after the consumer contacted the manufacturer who was able to resolve the issue. No further complications were anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s ins battery wasn¿t depleting like normal and the caller didn¿t think the implant was working right because the patient had been having some feelings of weakness on and off. After syncing with the patient¿s programmer, it was shown the stimulation was off. It was reviewed that the ins didn¿t deplete as quickly with the battery off. The caller said they didn¿t mean to have therapy off and once therapy was turned on it was making a difference. The caller said they knew the therapy was coming back on because they saw on the programmer and the patient started ¿scrunching¿ their face when therapy turned back on. If issues didn¿t resolve when turned back on it was recommended to follow up with the hcp. There were no further complications reported.